Event description:
On routine pacemaker follow-up, pt was found to have poor sensing and failure to capture. Pt has not had any obvious symptoms, though she has chronic angina and dyspnea. Pt returned to or 11/7/94 for replacement of lead. Defective lead capped and left implanted.